Event description:
It was reported that approximately three days after the implant procedure, this right ventricular (rv) lead was explanted and replaced due to a loss of capture and a suspected dislodgement. The device is not expected to return. No additional adverse patient effects were reported.